Manufacturer narrative:
The system was serviced in the field and parts were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Hardware analysis determined that there was an electrical failure with the pcoip component. Through functional testing and visual/physical examination the reported issue was confirmed; the logs indicated 3 software reboots. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a fess procedure the camera cart monitor had completely gone dark and stated a pcoip error message. This happened twice during the case. There was no delay, and no reported impact on patient outcome.